Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently exhibited an elevated, but still in-range shock impedance measurement (185 ohms). Boston scientific technical services (ts) was contacted and discussed that there was a potential for reduced shock efficacy at higher impedance values. It was noted that the impedance had been increasing gradually since the implant in 2020, where it was initially 50 ohms. The physician suspected that this gradual increase was the result of the patient's weight gain. At a follow-up appointment, the physician discussed the risk for reduced shock efficacy of the system with the patient, but the patient refused a revision procedure. The physician did not alter the device programming and is continuing with normal follow-ups. Recently, it was noted that the patient had received inappropriate shock therapy. The physician elected to surgically explant and replace the system to resolve the event and no additional adverse patient effects were reported. This s-ICD system is expected to be returned for analysis.